Manufacturer narrative:
The insulin pump had currents within specification and no unexpected battery out limit alarm was noted. The insulin pump was monitored and no audio anomaly was noted. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer's wife reported that customer's blood glucose has been high recently. Customer then realized that his insulin pump had a motor error while he was trying to rewind. The device did not make any noise when it alarmed motor error. Customer's blood glucose was 300 mg/dl. He has been treating with manual injections. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is unable to rewind the device. He was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).